Event description:
It was reported that on (B)(6) 2022, a 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for implant using a 9f amplatzer talisman delivery sheath. The occluder was sized with a sizing balloon. It was noted during procedure via fluoroscopy and transesophageal echocardiogram (tee) that the right atrial disc of the occluder exhibited a dome shaped deformation and would not sit properly. The decision was made to remove the 25-18mm amplatzer talisman pfo occluder and replace it with a 25mm amplatzer cribriform occluder to complete the procedure. No interaction with cardiac structures during deployment and no angulation or kink was observed in the delivery system. The deformed device was never released from the delivery cable while inside the patient. The patient was hemodynamically stable throughout the procedure and no clinically significant delay was reported. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received and confirms that the replacement 25mm amplatzer cribriform occluder was implanted in the patient's patent foramen ovale (pfo) defect.